Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Update: (B)(6) 2012- medical records were received from legal. Part/lot information was identified. Records are available for further review the devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege patient has suffered complications associated with her hip, including but not limited to, severe pain, inability to exert resistance in straight or raised leg, pain arising from a seated position, pain when standing or weight bearing, and pain when completing daily tasks such as walking. (B)(6). **update** (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.